Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that during a lead revision procedure, it was not possible to push introducer through the lamina. The lead was removed and a new lead was placed by a new puncture. The pt was reportedly doing well following the procedure.